Event description:
The subject device was implanted in 1994. The pt was involved in a motor vehicle accident on 09/05/1998, after which the device was found to be broken. At an unk date, the broken device was removed.